Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not give notification alert. Customer¿s blood glucose level was 155 mg/dl. Customer assisted with troubleshooting for audio anomaly but they did not noticed any difference between high to low volume. Customer also received the hardware low level failure alert with two times. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Pump error 63 confirmed in pump history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. No unexpected pump error 4 alarms noted during testing however, the formatted history file confirmed pump error 4 alarm due to a software error. (B)(4).